Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error test and self-test. No alarms noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error in alarm history. The customer was able to rewind pump. The customer was advised a this time displacement test and manual prime was successful and motor alarm did not recur. Customer was advised the alarm was caused by a connection issue. Customer advised to monitor pump. Customer reported via phone call that the insulin pump alarm unexpected restart and external ram crc error. Customer was advised to monitor pump.